Event description:
Dr. Had implanted the tibial nail and used it for an ankle fusion. The nail was not locked proximaley and had one screw in the last hole of the distal end of the nail, in the ankle. The top distal nail hole was in line with the ankle joint and this is where the nail broke. The nail was removed on 9/13/93. The hospital stated that once they had completed their evaluation that the nail and possibly x-rays would be returned to the manufacture.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.